Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2021 due to oversensing. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2021 due to oversensing. Upon receipt, the lead under complaint was found cut 15 cm distal to the is-1 connector pin. The analysis revealed between 49 cm and 46 cm proximal to the lead tip that the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, a bent fixation helix was found, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Clinician reported noise on the rv and ff channels in recordings transmitted to home monitoring. Noise was seen intermittently with patient sitting in office as well. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.